Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had insulin error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm and able to complete the rewind. Customer performed displacement test and again pump error alarm occurred. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 noted. However, device received with corroded motor home switch.